Manufacturer narrative:
RMA issued. Evaluation found that, as reported, the adjustment screw at the base of the guide will not lock down completely. After it has been tightened, there is still some movement in the guide. While there was no patient present, this issue is being reported because the guide not locking completely could result in movement during surgery, which could lead to inaccurate navigation.

Event description:
A site representative reported that the wing-nut on the precision aiming device, on the stealthstation tria navigation system, will not tighten. There was no patient present.